Event description:
This is being filed to report a clip that opened while locked. It was reported that on (B)(6) 2022, a patient presented with grade 4 functional mitral regurgitation (mr). The first xtw mitraclip was implanted central on the a2p2 leaflets. The clip passed the first and second step of establishing final arm angle (efaa) as per instructions for use (IFU). After removing the pin, as the actuator knob was being opened, it was noted that the clip opened to 60 degrees. An attempt was made to close the actuator knob and put the pin back in. While closing the actuator knob, it was noted the posterior mitral leaflet (pml) slipped out. The clip was deployed. A second clip (xtw) was prepped and placed lateral to the first clip to stabilize it. The second clip took several attempts for the lock to hold, and opened to 30 degrees during efaa. Eventually, on the 4th attempt, the lock held and the clip was deployed. The mr was reduced to 2. There was no indication of an adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The delivery system returned for analysis. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The second xtw mitraclip reported in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement of clip opening while locked could not be replicated in a testing environment due to the returned condition of the device (clip was implanted and therefore was not returned). A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information reviewed, a cause for the reported unintended movement associated with clip opened while locked (cowl) cannot be determined. Foreign body in patient is related to the procedural conditions associated with deploying the clip on the anterior leaflet only. The unexpected medical intervention was a result of case-specific circumstances. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is being filed to report a clip that opened while locked. It was reported that on (B)(6) 2022, a patient presented with grade 4 functional mitral regurgitation (mr). The first xtw mitraclip was implanted central on the a2p2 leaflets. The clip passed the first and second step of establishing final arm angle (efaa) as per instructions for use (IFU). After removing the pin, as the actuator knob was being opened, it was noted that the clip opened to 60 degrees. An attempt was made to close the actuator knob and put the pin back in. While closing the actuator knob, it was noted the posterior mitral leaflet (pml) slipped out. The clip was deployed. A second clip (xtw) was prepped and placed lateral to the first clip to stabilize it. The second clip took several attempts for the lock to hold, and opened to 30 degrees during efaa. Eventually, on the 4th attempt, the lock held and the clip was deployed. The mr was reduced to 2. There was no indication of an adverse patient effect and no clinically significant delay. No additional information was provided. Subsequent to the emdr and supplemental emdr 9/16/2022/ additional information added on 11/17/2022. During the procedure with the first mitraclip xtw-20331r134, the deployment sequence was continued. After removing the release pin, as the actuator knob was being turned, it was noted that the clip opened to 60 degrees. An attempt was made to close the arm positioner and put the pin back in. While closing the arm positioner, it was noted the posterior mitral leaflet (pml) slipped out. The clip was not fully deployed from the catheter when the clip opened and the leaflet slipped out. There was no option but to deploy on the single leaflet, as the release pin had already been removed. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
The device is included in the field safety notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
All available information was investigated, and the reported unintended movement of clip opening while locked could not be replicated in a testing environment due to the returned condition of the device (clip was implanted and therefore was not returned). A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information reviewed, a cause for the reported unintended movement associated with clip opened while locked (cowl) cannot be determined. Foreign body in patient is related to the procedural conditions associated with deploying the clip on the anterior leaflet only. Additionally, a cause for the reported unspecified tissue injury associated with a mouth injury, hemorrhage, and endocarditis (bacteremia / oral infection) resulting in fever cannot be determined. Tissue damage/injury, hemorrhage, endocarditis and fever are listed in the mitraclip system instructions for use (IFU), as known possible complications associated with mitraclip procedures. Unexpected medical intervention, delay to treatment/therapy, test result, medication required, surgical intervention (major surgery and minor surgery) and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
Subsequent to the follow-up MDR (include description above and below in (B)(6) final report. (B)(6) only needs information below) additional information from 21nov2023 and 01dec2023. The patient was diagnosed with haemophilus, aggregatibacter, cardiobacterium, eikenella, and kingella (hacek) associated with endocarditis. The patient was hospitalized on three occasions at the end of august. It was believed the infection resolved, but reinfection occurred. Per the infectious disease physician, the bacteria never fully resolved. A peripherally inserted central catheter (PICC) line was placed. Subsequent appendectomy was performed. The patient was discharged on oral antibiotics. No additional information was provided.

Event description:
This is filed to report oral tissue injury, bleeding/hemorrhage, delay to therapy, oral surgery, endocarditis, fever, interventional medication, and prolonged hospitalization. It was reported by the patient¿s guardian that during the mitraclip procedure on (B)(6) 2022, the delay from the device issue resulted in a mouth injury and subsequent complications. It was suspected that the patient was semi-awake due to the delay and bit a portion of their mouth near the back molar. Post-procedure, there was blood coming from the mouth and antibiotics were not administered. Healing was disrupted as the injury was frequently disturbed due to the location. On(B)(6) 2023, the patient underwent oral surgery. Subacute bacterial endocarditis (sbe) protocol was administered prior to the procedure, but not according to the guidelines. It was stated that administration of sbe prophylactic therapy prior to dental/ oral procedures was not addressed. It was only performed due to the patient¿s preexisting congenital heart anomaly. On (B)(6) 2023, the patient presented with fevers and chills to the emergency room (ER). A CT scan of the head and facial area was performed, and blood cultures were drawn. Sbe was diagnosed. Per the ER physician, the source was likely bacteria from the mouth. An antibiotic regimen was administered through a peripherally inserted central catheter (PICC) line in place to be infused daily with ceftriaxone 2g for 6-8 weeks. Hospitalization was for 6 days, and follow-up visits will continue until (B)(6) 2023. No additional information was provided. The patient was diagnosed with haemophilus, aggregatibacter, cardiobacterium, eikenella, and kingella (hacek) associated with endocarditis. The patient was hospitalized on three occasions at the end of august. It was believed the infection resolved, but reinfection occurred. Per the infectious disease physician, the bacteria never fully resolved. A peripherally inserted central catheter (PICC) line was placed again. Subsequent appendectomy was performed. The patient was discharged on oral antibiotics.

Manufacturer narrative:
The second clip is reported under a separate medwatch report the device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).b5: a portion of the event details was missing from the previous report and has been included in this report. H6: health effect - clinical code were missing from the previous report and included in this report.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement of clip opening while locked could not be replicated in a testing environment due to the returned condition of the device (clip was implanted and therefore was not returned). A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information reviewed, a cause for the reported unintended movement associated with clip opened while locked (cowl) cannot be determined. Foreign body in patient is related to the procedural conditions associated with deploying the clip on the anterior leaflet only. Additionally, a cause for the reported mitral stenosis, unspecified tissue injury associated with a mouth injury, hemorrhage, and endocarditis (bacteremia / oral infection) resulting in fever cannot be determined. Mitral stenosis, tissue damage/injury, hemorrhage, endocarditis and fever are listed in the mitraclip system instructions for use (IFU), as known possible complications associated with mitraclip procedures. Unexpected medical intervention, delay to treatment/therapy, test result, medication required, surgical intervention (major surgery and minor surgery) and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
Subsequent to the final report, additional information received. It was reported that the patient had an echocardiogram performed on tuesday, (B)(6) 2024 which displayed an enlarged left atrium and a mean gradient of 8mmhg on the left and 41mmhg on the right. The physician recommended explant of the clips and mitral valve replacement surgery. Surgery has not been performed at this time.